Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for cxr 14: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually and microscopically examined, and leak and functionally tested. No anomalies were found with the leak testing. Microscope examination revealed that the ms pump block had scaling. Additionally, the pump did not pass activation test as part of the functional testing. Based on the information available and analysis results, the reported clinical observation of tube perforation was not able to be confirmed, but the activation problems identified in the pump could have caused or contributed to the reported clinical observation of mechanical non-conformance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for cxr 14: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.